Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges friction and wear caused the release of toxic metal ions into the patient¿s blood, tissue and surrounding implant resulting to pain, discomfort, weakening and walking difficulty. Patient will soon undergo revision surgery. Doi: (B)(6) 2008; dor: not revised; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges injury, hip pain, disability and infection. After review of medical records, the patient was revised to address infection and implantation of antibiotic spacer with staged revision at a later time. Patient underwent an aspiration and since then experienced fever, pain and swelling. Revision notes reported a large amount of purulent fluid which was positive for gram-positive cocci and had numerous white blood cells. There were large amount of metallosis debris encountered. An extended trochanteric osteotomy was needed to remove the stem. Metal ion levels are above 7ppb. Added cup since it was revised. Infection was cured and new hip prosthesis was implanted on (B)(6) 2017. Doi: (B)(6) 2008; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).